Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Each key was pressed five separate times with an attempt to power on in-between each key press, this was performed a maximum of five times and no anomalies were observed. It was noted that the upper case and lower case were broken, two side bail covers were broken, the battery contacts were compressed, and the battery drawer was dented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) "locks up," and "doesn't do anything." The epg was returned and was also indicated for a trade-in. There was no patient involvement.